Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: unknown/not provided. Section b3, date of event: unknown/not provided. Section d6a, if implanted, give date: unknown/not provided. Section d6b, if explanted, give date: not applicable as the device was not explanted. Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following was reported regarding the johnson (jnj) intraocular lens (iol). During the case an issue occurred with the injector. The product was prepared as usual and then handed to the doctor. When the doctor attempted to advance the iol, it became stuck on the arm of the injector and would not release even after fully advancing the inserter. The doctor used a secondary instrument to release the iol. The same original iol was used to complete the procedure with no further issues. No patient harm was reported. No further information was provided.